Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6) hospital. Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) sometimes failed to work with ac power even when plugged in. There was no harm reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) intermittently failed to operate on ac power during clinical use, even while plugged in. No patient harm was reported.

Manufacturer narrative:
Updated data: b4, b5, g3, g6, h2, h11, d9, h3, h6 (type of investigation, investigation findings, investigation conclusions) correction: g2 it was reported by the customer that during clinical use, the cardiosave intra-aortic balloon pump (iabp) had a malfunction. Sometimes it was failed to operate on ac power even when plugged in. The display took a long time to appear after plugging in the ac cord. Since this had no impact on the treatment, the procedure was continued with the iabp device as is. After clinical use, the device was verified by getinge fse. The unit was replaced with a loaner and testing in-house was conducted. It was found that when plugged in the ac cord after disconnecting it for a while, it takes about 3 seconds for the icon to light up. When plugged in the ac cord immediately after unplugging it, it takes about 30 seconds for the icon to light up. In addition, testing on other cardiosave units were conducted, with similar results. It was stated that there appears to be nothing particularly wrong with the unit. The unit was suggested to be monitored. The repair has been completed and no replacements were made.